Manufacturer narrative:
(B)(4): physio-control did not evaluate the device. A third-party service agent evaluated the device and verified the reported failure. It was observed that the battery was deeply discharged and the device could not be switched on. Also, liquid residues were found on the power pcb assembly. The power supply assembly and the battery were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was initially reported that during a patient event, the device started to smoke and switched off by itself. Upon evaluation of the device, it was observed that the device had lost ac and dc power and therefore could not be switched on. The device was used on a patient for synchronized cardioversion, however it was reported that there was no harm or injury for the patient.

Manufacturer narrative:
Physio-control evaluated the removed power supply assembly and verified the reported failure. It was determined that the cause of the reported failure was due to a shorted metal oxide varistor designator mv3 and an opened fuse designator f1 both located on the power supply assembly which caused that there was no 12 volt dc output and therefore prevented the battery from charging.